Manufacturer narrative:
No 011-h1267 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where it was reported disconnection under the clave. There was a delay in critical therapy. The treatment was not fully administered. No visible default on the device before use. No cut, no tear, and no hole on the device. The disconnection was directly noticed. No medication is involved. The event occurred during infusion. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.